Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 19th april 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2016. The device was tested on the calibrated impulse defibrillator analyser and delivered a test shock without fault. The device was disassembled to investigate. The top layers of the membrane were then peeled back to visually inspect the tracks within the membrane. Evidence of corrosion was observed on the on/off button and shock key. This would indicate the device had been subject to moisture ingress.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Red status indicator.